Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump. Customer was advised to return the problematic pump using a pre-paid label and acknowledged the instructions, including putting the pump into storage mode. A replacement pump was sent to the customer with a signature required for delivery.